Manufacturer narrative:
This report is for an unk - nail head elements: fns anti-rotation/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery on (B)(6) 2020, during the femoral neck system (fns) removal and total hip arthroplasty (tha) surgery, the surgeon found that implant cut-out had occurred. The anti-rotation screw had unlocked and stuck out of lateral cortical bone about 10mm. The surgeon removed the devices while the anti-rotation screw, the bolt and the plate stuck together by rotating them counterclockwise. This pc is related to (B)(4) which reports that the surgeon had difficulty in removing the implants. This pc is about the cut-out. Concomitant device reported: unknown screws: trauma (part # unknown, lot # unknown, quantity unknown). This is report 02 of 03 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the returned parts are functioning normally. It appears with thread damages in plate, arscrew and locking screw. Below images shows the fully assembled condition and fully disassembled condition of returned part. The dynamic design of the bolt allows it to slide along with arscrew over a distance of 20mm, which has been mentioned in the surgical technique and returned device is functioning properly. Most probably the malunion leaded to an insufficient bone purchase of the fns implant which led to the back out of the fns implant. Functional test: the functional test was performed and the parts function as intended. Summary: visual inspection showed no design or functional related issue; therefore, the complaint cannot be confirmed. The product investigation shows that no escalation is needed. No design defect or deficiency detected, therefore the dcrm review and occurrence rate calculation is not required per w-m-s080 and no further actions will be taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part number: 04.168.500s (sub component part 60123934) synthes lot number: l862842 (sub component lot l672495) manufacturing site: grenchen release to warehouse date: 19. Apr. 2018 expiry date: 01. Apr. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.